Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the device was implanted via v-p shunt at 80mmh2o on (B)(6) 2006 to the patient with congenital hydrocephalus when his age was 0. Since the clinical condition of the patient got worse (vomiting) the surgeon suspected the occlusion of the valve and revision surgery was conducted on (B)(6) 2014. The setting pressure of the removed device was 30mmh2o, and it was replaced to 82-3101 at 130mmh2o.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected. Biological debris was seen in the valve casing. The valve was irrigated; no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were found. The valve was reflux tested and failed the test. The valve was tested for programming and failed the test. During the programming process the cam mechanism moved slightly between 60mmh2o and 70mmh2o. The valve was pressure tested at 60mmh2o, and failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. A review of the lot history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.